Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) will be explanted in the near future due to battery status at elective replacement indicator (eri). There is a concern that the battery has depleted earlier than expected. Subsequently, additional information was received that this ICD was explanted and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was at elective replacement indicator (eri). The (B)(4) can be tripped either by voltage or charge time. Analysis confirmed that the eri timestamp was tripped by charge time, rather than battery voltage. Laboratory testing also revealed that the battery cell in this device had sufficient capacity remaining, but had an excessive build-up of internal impedance that was higher than allowed for by design. This resulted in the device's inability to utilize all available battery capacity.